Event description:
It was reported that after inserting the infusion site in a new area and consuming cereal with coffee, the user experienced elevated blood glucose readings, with a peak of 225 mg/dl and a concurrent fingerstick of 191 mg/dl; the event was associated with use of the ilet system, and the device problem and component could not be specified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.